Event description:
Edwards learned of a failing 21mm aortic pericardial valve treated with a valve in valve procedure to correct stenosis secondary to calcification. The implant duration of the pericardial aortic valve at the time of the procedure was ten (10) years and twenty-four (24) days. Calcification was reportedly "moderate" and the ef 50 percent. Post-procedure, the patient was transferred in stable condition to pacu for intubation and eventual transfer to ICU.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this device is not available for return because it remains implanted after a valve-in-valve procedure. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The cause of the reported stenosis was indicated as calcification and is most likely due to patient related factors. However, minimal information regarding this valve and the patient was received; therefore, the clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.